Manufacturer narrative:
This follow up medwatch report is reporting the evaluation of the device. This follow up medwatch report is also correcting information submitted on the initial medwatch report. The device was put through extensive testing without duplicating the malfunction. However, the customers complaint was seen in the log and verified to a relay on the pace/defib engine board. The device was repaired, recertified and returned to the customer. No trend is associated with reports of this type.

Event description:
Complainant alleged that during a routine shift check by a clinician, the device displayed "defib fault 94" and "discharge fault 75" messages in the activity log. Complainant indicated that there was no patient involvement in the reported malfunction.

Manufacturer narrative:
Zoll medical corporation has received the product and will be providing a follow-up report when our investigation is completed.

Event description:
Complainant alleged that during a routine shift check by a clinician, the device displayed "defib fault 94" and "discharge fault 75" messages. Complainant indicated that there was no patient involvement in the reported malfunction.